Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 185333: (B)(4) items manufactured and released on 13 july 2018. Expiration date: 2023-07-04. No anomalies found related to the semifinished component mat24506, (B)(4) pieces manufactured and 4 events on this lot. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager on the provided picture: the reason of breakage of the femoral impactor could be un excessive force applied through the handle during the instrument tightening. In this situation the two lateral harms could have been over stressed reducing resistance during impactions. Despite the femoral impactor/extractor is provide with a mechanical stop to avoid excessive force during tightening, the position of this stop is not optimized to completely eliminate the risk of breakage.

Event description:
During surgery the femoral impactor chipped while tightening the trial plastic femur. The surgeon used conventional instrumentation to complete the surgery. No fragments fell into the patient and no significant delay was reported. The instrument was thrown away. The surgery was completed successfully.